Event description:
Subsequent information received: the return device analysis showed the clip being deployed. It was confirmed by the account that the clip was deployed outside the patient. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported thumb advancer resistance could not be tested due to the condition of the returned device. The ¿detached¿ flex guide¿ was confirmed as a torn sheath. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angiography of the left leg interventional procedure. Reportedly, there was resistance experienced advancing the thumb advancer and the "flex guide" detached. The clip was not deployed. The device was removed and a new starclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.